Event description:
It has been reported that while unloading a pt the medic slipped and injured their wrist. The pt allegedly hit their head, but refused to be taken to hospital when it was offered.

Manufacturer narrative:
Investigation underway.